Manufacturer narrative:
Device evaluation: n/a- the zebd-7-10 of lot # c1781181 was not returned to cirl for evaluation. Document review including IFU review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number c1781181 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1781181. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be concluded from the available information. However, a possible root cause could be attributed to the stent being kinked as it was being loaded onto the wire guide. As per the additional information received it is unknown if the stent was inspected for damage prior to use, however, we have no evidence that suggests the user did not follow the instructions for use and it is unlikely that the stent would leave cirl damaged as there are numerous checks in place which would prevent this occurrence. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR report being submitted due to completion of investigation on 15-jul-21. Results and conclusions are outlined in section h of this report.

Event description:
Prior to patient contact, the user straightened the pig tail of the stent using the straightener but it kinked. He replaced it with another zebd-7-10 to complete the procedure.the patient did not experience any adverse effects due to this occurrence.for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact - already stated in patient/event info tab. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - stored in a shelf in the endoscopy room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* - n/a - the device kinked prior to wire guide contact. Was the wire guide lubricated prior to use? - unknown was the device at the centre of the complaint inspected for damage prior to use? - unknown was the wire guide inspected for damage prior to use? - unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? - unknown if yes please indicate the procedure performed. - n/a did the patient involved exhibit altered anatomy or tortuous anatomy? - no if not with the device in question, how was the procedure finished? - already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? - no what intervention (if any) was required? - no was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - n/a were any other defects observed on the device prior to return (other than the reported complaint issue)? - unknown - device will not be returned. Was a straightener used to straighten the stent? - yes (if any damages were confirmed prior to use)was the package damaged? - no

Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.